Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The check button does not respond. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing. The other buttons passed the optical and functional investigation successfully and comply with the product specifications. The slot of the battery cover is damaged by an external mechanical influence.